Manufacturer narrative:
Product ID 3888-45, lot# v447352, implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v447352, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Analysis of the returned neurostimulator model 37701 serial # (B)(4) showed no significant anomalies. The device showed good, stable output and as it was received with the battery status at end-of-service (eos). The battery longevity estimate calculation was 10.63 months to elective replacement indicator (eri) and 13.63 months to eos. The longevity estimate was based on programmed parameters at initial review of the neurostimulator as received (in continuous mode). However, the device was programmed to high cycling rate of 0.1 second on and 0.1 second off. The adjusted energy use was calculated to 596.4. Per specifications, when the calculated adjusted energy use values are at or above 122, with cycling at intervals less than 15 seconds on and 15 seconds off this may reduce the battery longevity. Per the trace report obtained from the device, eri occurred at 2.7 years and eos at 3.3 years. Normal impedances were measured when tested with a known good lead in saline.

Event description:
The patient was involved in a motor vehicle accident on (B)(6) 2014. The stimulation therapy has continued to work, though the patient does not feel that her pain relief is as good as it was prior to her accident. The patient has a loss of stimulation and therapeutic effect. Impedance testing showed one electrode, #7, has high impedances. The patient felt that she was getting approximately 60% therapy relief prior to reprogramming today, but she thought she had better relief prior to the motor vehicle accident. After reprogramming today, all painful areas were being covered by the therapy and the patient was getting effective therapy, approximately 60% therapy relief.

Manufacturer narrative:
(B)(4).